Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred before the system was in clinical use, during morning checks. After the wireless footswitch issue was identified, the customer used the system with the wired footswitch. A philips field service engineer (fse) inspected the system on site. It was identified that the footswitch battery indicator was red and that the measured voltage of the battery was low. The battery was replaced and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the additional information collected, a battery issue with the system¿s wireless footswitch was identified while the system was outside of clinical use. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur. Based on re-evaluation, this issue has been determined not to be a reportable event.

Event description:
It was reported to philips that the wireless foot switch was not working. The device was outside clinical use. No harm to user or patient was reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.